Event description:
Account alleged that when he attempts to raise the hilow from the low position, the head end of the hilow will raise slightly then will stop. Account alleged that when he lets go of the hilow up switch, the hilow will then raise about 5 inches unintentionally. Account stated that the hilow will run up normally from this point. Repair has not been completed at this time.